Manufacturer narrative:
(B)(4). Device passed sleep current measurement, active current measurement, self test and displacement test. Device trace download analysis confirmed the pump alarmed power error 25). The power management tool confirmed power error was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump received an replace battery now alarm. The customer¿s blood glucose level was 11.4 mmol/l. The customer did receive a low battery alert prior to the replace battery now alarm. Timing was less than 8 hours from the low battery alert to the replace battery now alarm. The customer was advised the pump requires brand new or fully charge batteries to work effectively. Customer stated that this error occurred third time within the 24 hours. The customer was also advised they may continue to wear pump until replacement arrives. The insulin pump will be returned for analysis.